Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly was confirmed in the laboratory. The septum material clogged the set screw inset, making it difficult to tighten the setscrew and also, indicated that the v tip set screw inset was stripped.

Event description:
It ws reported that prior to the patient being discharged, high out of range impedance was observed on the pace maker. After the physician reinserted the lead the set screws would not tighten. The pace maker was replaced.